Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and reported that the unit powers up and operates as intended when initially inspected. The battery runtime test failed. The fse replaced the batteries. The unit calibrated and passed all functional and safety tests per factory specifications; and was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) shut off during transport, while in use on a patient. There was no patient harm and no adverse event was reported.